Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done at time of essure insertion" on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced device expulsion ("sterilization wire seen within the upper uterine region on the left"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), amenorrhoea ("amenorrhea"), back pain ("low back pain"), migraine ("migraines"), anaemia ("anemia"), arthralgia ("joint pain"), alopecia ("hair loss"), abdominal pain ("cramping"), uterine leiomyoma ("uterine fibroid") and ovarian cyst ("right ovarian simple cyst"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, migraine, anaemia, arthralgia and alopecia had not resolved and the uterine haemorrhage, amenorrhoea, abdominal pain, uterine leiomyoma, ovarian cyst and device expulsion outcome was unknown. The reporter considered abdominal pain, alopecia, amenorrhoea, anaemia, arthralgia, back pain, device expulsion, genital haemorrhage, migraine, ovarian cyst, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: plaintiff was scheduled (B)(6) 2017 for a vaginal ultrasound to determine if a hysterectomy will be necessary to treat her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: occlusion of both fallopian tubes. Ultrasound scan - on (B)(6) 2011: 3.2 cm uterine fibroid, right ovarian simple cyst then essure seen within the upper uterine region. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-mar-2018: case upgraded to incident. Reporter, lab data, events uterine fibroid, right ovarian simple cyst and sterilization wire seen within the upper uterine region on the left added. On (B)(6) 2017 she had a hysterectomy performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration') and pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done at time of essure insertion" on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced device expulsion ("sterilization wire seen within the upper uterine region on the left"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("heavy bleeding"), amenorrhoea ("amenorrhea"), back pain ("low back pain"), migraine ("migraines"), anaemia ("anemia"), arthralgia ("joint pain"), alopecia ("hair loss"), abdominal pain ("cramping"), ovarian cyst ("right ovarian simple cyst") and headache ("headache") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, uterine haemorrhage, amenorrhoea, abdominal pain, uterine leiomyoma, ovarian cyst, device expulsion and headache outcome was unknown and the pelvic pain, genital haemorrhage, back pain, migraine, anaemia, arthralgia and alopecia had not resolved. The reporter considered abdominal pain, alopecia, amenorrhoea, anaemia, arthralgia, back pain, device expulsion, genital haemorrhage, headache, migraine, ovarian cyst, pelvic pain, perforation, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: plaintiff was scheduled (B)(6) 2017 for a vaginal ultrasound to determine if a hysterectomy will be necessary to treat her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: occlusion of both fallopian tubes. Ultrasound scan - on (B)(6) 2011: results: 3.2 cm uterine fibroid, right ovarian simple cyst; on (B)(6) 2011: results: essure seen within the upper uterine region. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : events- "perforation / migration, headache" added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration') and pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done at time of essure insertion" on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced device expulsion ("sterilization wire seen within the upper uterine region on the left"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("heavy bleeding"), amenorrhoea ("amenorrhea"), back pain ("low back pain"), migraine ("migraines"), anaemia ("anemia"), arthralgia ("joint pain"), alopecia ("hair loss"), abdominal pain ("cramping"), ovarian cyst ("right ovarian simple cyst") and headache ("headache") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, uterine haemorrhage, amenorrhoea, abdominal pain, uterine leiomyoma, ovarian cyst, device expulsion and headache outcome was unknown and the pelvic pain, genital haemorrhage, back pain, migraine, anaemia, arthralgia and alopecia had not resolved. The reporter considered abdominal pain, alopecia, amenorrhoea, anaemia, arthralgia, back pain, device expulsion, genital haemorrhage, headache, migraine, ovarian cyst, pelvic pain, perforation, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: plaintiff was scheduled (B)(6) 2017 for a vaginal ultrasound to determine if a hysterectomy will be necessary to treat her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: occlusion of both fallopian tubes. Ultrasound scan - on (B)(6) 2011: results: 3.2 cm uterine fibroid, right ovarian simple cyst; on (B)(6) 2011: results: essure seen whthin the upper uterine region. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration') and pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done at time of essure insertion" on (B)(6) 2009. The patient's medical history included ovarian cyst, gravida I and parity 1. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced device expulsion ("sterilization wire seen within the upper uterine region on the left"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), genital haemorrhage ("heavy bleeding"), amenorrhoea ("amenorrhea"), back pain ("low back pain"), migraine ("migraines"), anaemia ("anemia"), arthralgia ("joint pain"), alopecia ("hair loss"), abdominal pain ("cramping"), ovarian cyst ("right ovarian simple cyst") and headache ("headache") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, abnormal uterine bleeding, amenorrhoea, abdominal pain, uterine leiomyoma, ovarian cyst, device expulsion and headache outcome was unknown and the pelvic pain, genital haemorrhage, back pain, migraine, anaemia, arthralgia and alopecia had not resolved. The reporter considered abdominal pain, abnormal uterine bleeding, alopecia, amenorrhoea, anaemia, arthralgia, back pain, device expulsion, genital haemorrhage, headache, migraine, ovarian cyst, pelvic pain, perforation and uterine leiomyoma to be related to essure. The reporter commented: plaintiff was scheduled (B)(6) 2017 for a vaginal ultrasound to determine if a hysterectomy will be necessary to treat her symptoms. Insertion details- right : three coils were visible left : seven coils of the titanium spring was seen at the ostia of the left fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: occlusion of both fallopian tubes. Ultrasound scan - on (B)(6) 2011: results: 3.2 cm uterine fibroid, right ovarian simple cyst; on (B)(6) 2011: results: essure seen whthin the upper uterine region. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received. Patient demographics, medical history and reporter information was added. Reporter causality updated. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.